Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported during the milling of the hip bone at the femoral head, the base of the ar-400prao broke under moderate force. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device from another manufacturer. It was not necessary to switch the surgical technique or do a second surgery.